Manufacturer narrative:
Per the clinic, the device was explanted on august 09, 2024. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, fluid discharge and skin erosion at the magnet site, exposing the internal magnet. The patient was treated with antibiotics for 14 days (type and date not reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.